Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined; however, the most likely cause of the reported event can be attributed to the operator¿s technique. The instruction manual gives several warnings in an effort to prevent fallopian tube damage. ¿extend the tongs and grasp the fallopian tube by moving the operating slide forward toward the distal end of the applicator (a). Grasp with the inferior tong positioned on the bottom of the fallopian tube to avoid injury to the tube. Carefully inspect applicator tongs prior to use (see section 3.3). Does not use if tongs are out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿

Event description:
Olympus was informed that during a tubal ligation procedure, the falope ring band applicator cut the patient¿s fallopian tube. There was minor bleeding observed that was controlled with cauterization. It was reported that no device fragment fell into the patient. The intended procedure was completed using cautery. The patient was discharged home the same day.

Manufacturer narrative:
The falope ring was not returned; however, the applicator was returned for evaluation. The customer's experience could not be reproduced. A visual inspection found the entire device in a used but good condition. There were no scratches or burrs on the distal tip of either tube of the applicator. The tongs were exposed and appeared to be in good condition. The tongs move smoothly in and out of the inner applicator tube. The index trigger moves easily from position 1 to 2. The device feature measurements were taken and found that the tong gap was slightly out of spec - measuring 0.010" when it should be less than 0.007". This variance would not cause the user experience. Two ring bands were loaded on the tip of the device for testing and each ring band deployed as designed. Based on the investigation findings and similar reports, the reported event can be attributed to the user¿s technique.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of DHR review. The DHR for the 30 unit lot was reviewed for prior related manufacturing anomalies. The review found that the product was manufactured and tested per applicable procedures and met all final product release criteria. No nonconforming reports (ncrs) were noted.